Event description:
#Medwatcher (B)(4). Numbness pain tingling loss of vision, sore throat, bladder infection, extremely fatigue, confusion, low blood pressure; had an MRI of my brain and neck with and without contrast. Findings thyroid mass left side and osteoarthritis referral to rheumatologist, neurologist and endocrinologist